Event description:
Rptr complains of chronic fatigue, disabling physical pain and has been out of work since 1/20/93. Problems began in 1988 - 1989 with great fatigue and joint pain. Then hair loss developed in 1990. Rptr became unable to work in 1993, has experienced constant mental confusion, problems with speech and writing, periodic rashes, burning of breasts, swollen lymph nodes, discoloration of skin and neck has lost all pigment. Quality of life is gone. Every dr denies relationship of problems to breast implants. Implants were placed under muscle of both breasts.